Event description:
Problem noted with use of mckesson syringe MFR #16-sn10c201 (may not be limited to lot ckdho1-01 exp 2022-12-01. Needle cores thru vial stopper. Particulate matter then drawn back into syringe. Multiple crnas reported same issue after one noticed particulate matter on the syringe after drawing up diprivan. Only recent change in our supplier was with the brand of syringe. Dates of use: (B)(6) 2018. (B)(4).